Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio found the issue was caused by the lens assembly (graphic lcd and flex cable). Physio replaced the lens assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.